Event description:
Boston scientific received information that this patient has an x-ray performed which showed that this right atrial lead had dislodged into the right ventricle. High thresholds were also noted. A revision procedure took place and it was not possible to reposition this lead, thus a new lead was used. Upon explant of this right atrial lead it was noted that the helix of the lead was not fully extended. The lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the complete lead was returned. Visual inspection confirmed setscrew marks on the terminal pin and ring as well as a cut in the outer insulation. The helix was fully retracted and there was no sign of damage or defect. Laboratory analysis could not confirm the reported allegations and the lead was electrically continuous.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.